Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that the fred stent was used to treat a 4.3mm distal x 5.0mm proximal left internal carotid artery (ica) aneurysm. The stent was implanted with proximal end twisted. The physician implanted a non-microvention stent in the closed segment followed by balloon angioplasty to ensure open inner lumen. Patient was stable during entire procedure and was doing well post procedure.